Event description:
A 2004 CT showed that the aneurysm was shrinking and kinking was occurring on the right limb of the graft. The kinking and occlusion was possibly due to an inflammatory aneurysm. Angiogram stinting from the anta-grade and retro-grade were unsuccessful, so an open repair was performed. A femoral artery was used to complete a by-pass in 2004.

Manufacturer narrative:
Notification of conversation to open repair was received as feedback on a mailing sent july 2006 to physicians who follow ancure pts.